Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the hcp requested a protocol for handling infection in one of their patient's. No further complications were reported or anticipated

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the exact date of infection onset was unknown, but it was reported to the hcp at the end of (B)(6) 2017. The patient's lead extension and ins were explanted and the patient was placed on antibiotics. The patient had an allergic reaction, and is being treated for allergy and infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was discharged from the hospital.